Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge battery anomaly and excessive no delivery alarm due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had battery did not last more than 3 hours. Customer stated that battery cap and battery compartment are intact. Customer reported that she found ally battery inside the insulin pump so she cleaned the compartment with dry cotton but issue persisted. Customer reported past event of no delivery. Customer reported removed the set and inserted new one and issue resolved. Customer stated that they experienced high blood glucose 497 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.